Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: vis m-78210 document used: (B)(4) rev. Ae as found condition: the apollo catheter was returned within a shipping box; within a sealed biohazard pouch and within an opened apollo inner pouch. Visual inspection/damage location details: no damages were found with the catheter hub. No bends, kinks, stretching, flattening, or accordioning was found with the catheter body. The detachable tip was found to be detached from the catheter. The detached tip was not returned. No other anomalies were observed. Testing analysis: the ldpe overlap was measured to be 1.4mm which is within specification (specification: 1.0-2.5 mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. The tip was detached during navigation through the guide catheter. The apollo IFU states, ¿navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ possible causes of ¿tip premature detachment¿ include incompatible devices, patient vessel tortuosity, distal tip damage, and ldpe overlap not within specification. The patient¿s vessel tortuosity was moderate. The ldpe overlap was found within specification. The model and lot numbers for the ancillary devices used in the event were not provided; therefore, compatibility could not be assessed. The ancillary devices used for the event were not returned. Therefore, the condition of the ancillary devices could not be assessed. The detached tip was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., damage) could not be assessed. The root cause for the tip detachment could not be determined. (Gamboj3 2023-10-18). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the apollo was not in place, the tip was disconnected. The apollo and any accessories were prepared as indicated in the instructions for use (IFU). The apollo was flushed as indicated in the IFU.  The patient was undergoing surgery for an arteriovenous malformation. The access vessel was the femoral artery and the diameter was 4mm. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a 5f navien guide catheter. Additional information received reported tip detachment occured during navigation through the guide catheter. No obvious resistance was found, and the marker at the tip end of apollo did not move with the tube. The apollo tio was not embedded in the onyx cast. The catheter tip has been withdrawn from the body. There was no damage found on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.